Event description:
Complaint received that the brakes will hold but the swivel will not hold. No injury reported.

Manufacturer narrative:
Technician found that the brakes will hold but the swivel will not hold. Replaced all 4 stems & horns (B)(4) to correct this problem. Stretcher located in basement repair shop.